Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found that the outer was broken at 226 mm distal to the guidewire exit port. The inner was broken at 223 mm distal to the guidewire exit port. The distal section of device (including the tip, balloon and stent) was not returned for analysis. The inner and outer were severely stretched and kinked proximal to the break in the shaft. It was noted that the hypotube was kinked at several locations along its length. In addition, the hypotube was broken at 1072 mm proximal to the midshaft/hypotube bond. The proximal section of hypotube (including the catheter strain relief and hub) was not returned for analysis. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-mar-2016. It was reported that crossing difficulties were encountered. The very tight target lesion was located in a coronary vessel. Following the insertion of a guide wire and pre-dilatation of the lesion, a 2.75x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment/separation and hypotube break.